Event description:
It was reported that a change in therapy effect occurred; the family of the patient reported that all last week, in reference to the date of this report, the patient was ¿kind of¿ lethargic and not acting normal. Then, around 2:30am on the date of this report, the patient stared experiencing severe muscle spasms. The symptoms/event occurred prior to a pump refill. The refill date was missed and the volume in the pump was reportedly below the recommended volume to maintain adequate infusion. The patient had missed their refill appointment that had been scheduled for the 1st of the month and it was believed the pump ¿might be¿ out of medicine. The family did reportedly hear ¿some noises¿ but they were not sure if it was the pump alarming. The reporter had not heard the pump alarm it was noted. The patient currently was admitted to the ER (emergency room). A device manufacturer representative was requested to visit the medical facility and the reporter wanted help checking the device. It was further reported the patient arrived to the ER at 8am on the date of this report with withdrawal symptoms. The health care provider (hcp) wanted a device manufacturer representative to interrogate the pump to confirm it was working before he could release the patient. The ems (emergency medical services) had given the patient IV (intravenous) morphine 4mg and was ¿supposed to have 10 in his pump and were turning his pump down¿. The device system was used to deliver morphine. It was also reported a motor stall occurred and it was unknown if it recovered. The patient denied having an MRI. When the pump was interrogated, it showed a motor stall occurred. It didn¿t show a date of when the stall occurred and it was noted it wasn¿t even on the logs. Actions required as a result of the event consisted of hospitalization. It was unknown to the device manufacturer representative if any diagnostic testing or troubleshooting had been performed. The patient had reportedly presented to the ER with a complaint of muscle spasms. The device manufacturer representative was called to interrogate the pump and was told the patient¿s wife thought the pump was empty. Upon interrogation, the stall was discovered. The pump was shown to have 3.5ml of medication. When the logs were printed, the last thing shown was their last visit to the hcp in april. The device manufacturer representative also noticed an eri (elective replacement indicator) of less than 1 month. A print out was given and explained to the ER hcp. It was further noted the device system delivered infumorph. The patient was given pain medications by the ER hcp upon admission. Once the pump was interrogated, the managing ER hcp admitted the patient for 24 hour observation and the plan was to transport the patient the next morning to where the managing pump hcp was located. It was also noted the device manufacturer representative had spoken with the patient¿s managing hcp on the way to see the patient and the hcp and indicated they had been in the process of weaning the pump down as the patient had stated he wanted it removed. At that time, the hcp didn¿t give any orders or direction on what to do. It was later reported that the device manufacturer representative didn¿t know what oral medications the patient was on. The symptoms the device manufacturer representative was told were an unusual smell and drowsiness. The motor stall did not recover. The print out was sent to another device manufacturer representative who confirmed there was no date showing for when the motor stall occurred. The pump was being decreased to be removed as reported. The patient was now on ms contin ir and was doing well. The patient was now making the decision for when to have the pump removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058169r, implanted: (B)(6) 2001, product type: catheter. (B)(4).